Event description:
This lead was explanted and replaced due to loss of capture. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation at approx. 47 cm distal to the is-1 connector pin. An electrical short circuit was measured. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. This insulation damage can be considered to be the root cause for the reported loss of capture. The analysis did not reveal any sign of a material or manufacturing problem.